Manufacturer narrative:
(B)(4). This lot was manufactured between january 6, 2012 and january 9, 2012. Evaluation summary: baxter received the unit for evaluation. Visual inspection did not identify any missing components; the reported problem was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume intermate was missing a ¿top tip.¿ this was identified before use. There was no patient involvement. Additional information was requested and is not available. This is medical device report 6 of 7.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.